Event description:
It was reported that a primary care provider started the user on the ilet with no training and instructed the user to announce fewer meals, after which the user experienced fluctuating blood glucose; the device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia with cause unclear. Outcomes included effects that could not be further characterized due to insufficient information. Investigation included communication with involved parties and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the available details were insufficient to identify a device problem or component association. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.